Event description:
It was reported, that the patient presented for a follow-up in clinic. Upon interrogation, it was noted, that the right ventricular (ra) lead exhibited failure to sense. X-ray was performed and revealed, a dislodgement of the ra lead. The ra lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: section b6 - added the dislodgement that was confirmed by x-ray.